Event description:
During review of the patient's programming history on (B)(6) 2011 it was discovered that on (B)(6) 2007, date of implant, a faulted system diagnostics test occurred that changed the patient's settings to output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. No final interrogation was performed and it wasn't until the patient's next visit on (B)(6) 2007 that the settings were noticed and changed.

Manufacturer narrative:
Analysis of programming history.